Event description:
It was reported to philips that the system did not boot up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) confirmed the issue did not occur on a philips product. It was determined that the customer had mistakenly logged the complaint. Consequently, philips did not carry out any service as a result. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This reported issue pertains to a product that is not manufactured by philips, and there are no issues with the philips product. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.